Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on (B)(6) 2016 and the one (1) year warranty period has expired. The customer elected to replace the glidescope smart cable. The smart cable was returned to verathon as part of a trade-in/upgrade. The smart cable was destroyed upon receipt without an evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was no image. Reportedly a backup device was used to complete the planned patient procedure; however, the length of the delay while preparing the backup device was not reported. No harm to patient or user was reported.